Event description:
Healthcare professional reported a right side "deflation and exchange of textured devices due to patient's concern with the product." Healthcare professional additionally reported particles in valve, and "plug strap separated." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on posterior, yellow particles on the shell, and flat creases. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior and sharp broken on the plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on anterior assessed as an unidentified (tear) opening, a sharp broken on the plug strap assessed as an unidentified (tear) opening, and no particles in valve were observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.